Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line during drain two of three of peritoneal dialysis therapy. The patient reconnected to the patient line afterwards. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.